Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 11:49 am, the result from the meter was 2.2 inr. At 7:00 pm, the result from a laboratory was 5.3 inr. The reagent used was dade innovin. At 8:17 pm, the result from the meter was 2.6 inr. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr the customer was not anemic, had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes in diet, no recent illness, no new medications, no bleeding or bruising, and no change in coumadin. The suspect meter and strip were requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 304974) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.